Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02206. It was reported to boston scientific corporation that two ultraflex covered ng esophageal stents were used during a stent placement procedure on a (B) (6) male. According to the complainant, the stent would not deploy. In an attempt to deploy the stent, the physician kept pulling on the deployment suture and eventually, the suture broke. Another ultraflex covered ng esophageal stent was used with the same result. Upon removal of the second stent, it was noticed that the suture string had been getting caught on the guidewire and resulted in the inability to deploy the stents. The physician removed the guidewire and the procedure was completed with a third ultraflex covered ng esophageal stent. There were no pt complications reported as result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot umber; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).